Manufacturer narrative:
The reported product's were returned and investigated. The complaint is not confirmed and no new issues were observed. All resulst were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. Note: the meter is designed to display readings of 20 mg/dl to 500 mg/dl. This meter does not show a numeric value less than 20 mg/dl. A blood glucose reading below 20 mg/dl will read as a "lo" in the adc meter. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer contacted adc regarding erratic readings on his adc blood glucose meter. During the call the customer reported a medical event, and stated he was questioning the readings he received after the event. The medical event occurred on (B)(6) 2015, when the customer received a reading of 222 mg/dl at 10:05 am (after eating), and self-administered 10 units of levemir insulin. At 11:00 am he re-tested with a reading of 11 mg/dl, and reported feeling "signs of low glucose," including "sweating, confused, blurry sight, light headed and close to passing out." Customer's daughter called paramedics, who assessed the customer as having hypoglycemia, and administered unspecified intravenous fluid and glucose to the customer on scene. The customer refused transport to a hospital, and paramedics left after his blood glucose normalized. No readings were reported from the paramedics' meter. The customer tested again at 6pm (232 mg/dl), and at 7:22pm (95 mg/dl). There was no report of death or permanent injury associated with this case.